Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that myocardial infarction (mi) occurred. In (B)(6) 2015, clinical assessment indicated that the patient's qualifying condition was angina in the setting of an extensive cardiac history. Subsequently the patient underwent an elective percutaneous coronary intervention (pci). The target lesion was a de novo lesion located in the proximal left anterior descending (lad) artery. There was 80% stenosis. The lesion was 12mm long, with a reference vessel diameter of 3.50mm. The target lesion was treated with insertion of a 3.50x16mm promus premier¿ drug-eluting stent. There was 0% residual stenosis. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was diagnosed with type 2 mi. The patient presented with an unusual feeling in his chest and between his shoulders, which was improved with nitroglycerin, left chest wall pain, generalized weakness, and rectal bleeding. The left chest wall pain felt like a muscle pull. It had been worsening since cardioversion in (B)(6) 2014. Normal pacemaker function was noted at the last check in the physician's office. The location of the mi was not identifiable. Elevated troponins were attributed to supply/demand mismatch. A cardiac consultant attributed the elevated troponin in the setting of severe anemia to likely type 2 myocardial infarction. Treatment included transfusion. The hemoglobin at discharge was stable at 9.5. Pradaxa and aspirin were discontinued, since the gastrointestinal (gi) bleed was attributed to anticoagulation. In (B)(6) 2016, the event was considered resolved and the patient was discharged home on plavix (clopidogrel) only.